Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the loop was broken with evidence of burn. The complaint that the snare loop broke was confirmed. The device has the loop broken with evidence of being burned; the loop may break due to excessive current applied during the procedure. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device was inserted into the patient and the wire was extended. The wire broke when current was delivered. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of loop wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the device was inserted into the patient and the wire was extended. The wire broke when current was delivered. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.